Event description:
It was reported that following an orbital atherectomy (oa) treatment procedure for right lower extremity claudication, the pt experienced a myocardial infarction. She later died from complications from her co-morbidities. The physician used a left groin access site with a 6f sheath and crossed the mid-sfa-cto with the guide wire some difficulty. Heparin and tpa were administered. A 1.5mm diamondback oad was used for a total of six 30-second runs to treat the sfa cto with an excellent result. The physician then used a 2.0mm diamondback oad to treat the moderate right cfa stenosis performing a total of eight 30-second runs, but follow-up angiogram demonstrated no significant change in the lumen. A 5x40mm pta balloon was used at the right cfa stenosis with no waist noted on angiogram, but still no significant change in the vessel lumen although there was improved dynamic flow through the vessel. Re-evaluation of the mid-sfa lesion demonstrated recurrent stenosis likely due to spasm. The 5x40mm pta balloon was used to perform low pressure angioplasty with excellent results and brisk flow to the mid-calf. Given the improved runoff, no further interventions were performed. When the pt had been in the recovery room for 20-30 minutes, she experienced 10/10 substernal chest tightness with no radiation, nausea or diaphoresis which responded to one sublingual nitroglycerin. An EKG demonstrated 1-2mm st segment depression in the lateral precordial leads. Cpk results indicated negative cardiac enzymes. The pt was transported to the ER for chest pain eval. Chest pain improved and the pt was transferred to ccu. Three days post-procedure, the pt underwent cardiac surgery for unstable angina, severe 3-vessel cad, congestive heart failure and severe aortic valve stenosis. She was stable post-op, but on the morning of the first post-op day, she became non-responsive. A CT of the brain showed extensive bilateral parenchymal, intraventricular, and subarachnoid hemorrhage. Palliative care was initiated per the family's wishes and the pt expired later that day. The physician does not feel that the death of the pt was related to the diamondback procedure, but rather due to complications from her co-morbidities.

Manufacturer narrative:
The device analysis: the device was discarded at the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unk. The root cause for the reported event is unk. (B)(4)